Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical support technician (tst) analyzed the event to determine the cause of the high, out of range recovery of d-dimer control level 2 on the sysmex ca-1500 system. The tst determined that the quality controls (qc) ranges were incorrectly set on the system. On (B)(6) 2017, the customer calibrated a new reagent lot and started new qc lots. The customer did not update the system's quality control file with the new lots' table of assigned values (tav) ranges. Using the previous lots' tav ranges, the customer ran qc and patient samples. The customer ran patient samples and reported results when d-dimer control level 2 recovered out of range. As per the tst's instructions, the customer replaced the lamp, recalibrated the assay, corrected the qc ranges and ran qc, which recovered within expected ranges. The cause of the high, out of range recovery of d-dimer control level 2 is user error. The system is performing according to specifications. No further evaluation of this system is required. MDR 9610806-2017-00111 was filed for the same event.

Event description:
A customer reported high, out of range recovery of d-dimer control level 2 on the sysmex ca-1500 system after changing quality control (qc) lots on (B)(6) 2017. D-dimer control level 1 was always within the table of assigned values (tav) range. Patient samples were run and results were reported to the physician(s) while the level 2 qc was out of range. The physician(s) did not question the results. There are no known reports of patient intervention or adverse health consequences due to the potentially discordant d-dimer results.